Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 12.0 mmol/l at the time of incident. The customer reported that the insulin pump received alarm after changing the batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed powered up properly after battery installation. Device received with operating currents within specification and passed self test and displacement test. The battery was removed from insulin pump and monitored for ten minutes. Device powered up properly after insertion of the battery and no pump error 23, pump error 49 or pump error 68 alarms were noted. However, pump error 4 and pump error 53 with file # = 26 line # = 2843 issue related to low backup vcc and low backup battery voltage, problem isolated to electronic assembly.